Manufacturer narrative:
UDI information is unknown. Initial reporter also sent report to FDA is unknown. No information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history review (DHR) is not applicable or relevant due to the device manufactured date of 2004. The investigation did not implicate a service process issue. A product sample was received for evaluation. Functional and visual testing were performed. The device was received in fair condition. The evaluation was performed, and the reported issue was confirmed. The reservoir started leaking right away from the cracked tank cover. The root cause of the reported issue was undetermined. No further actions were required.

Event description:
It was reported that the device was leaking from reservoir. No patient injury was reported.